Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On unreported dates, the patient was hospitalized for the event and during hospitalization the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies and routes were not reported). On an unreported date, the peritonitis was resolved and the patient was recovered from the event. At the time of this report, home pd therapy was ongoing however, it was reported that as soon as a space in the local hospital opens, the patient will go on hemodialysis due to personal preference. No additional information is available.